Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecistectomy event description: the doctor was preparing to seal the vessels, but the clips wouldn't come out. After pulling the trigger a couple of times, the clips would fall out. Then one would come out correctly, and then again, no clips would come out. The doctor was preparing to seal the vessels. They changed the device by opening a new one. Additional information received from applied medical rep. Via email on 24mar25: kit lot number : 1542656. The issue initially observed when a subsequent clip was loaded. It occurred again. Some did properly seat into the jaws, others fell or didn't stay in place. No pressure applied to the trigger while moving through the trocar. No clip was loaded into the jaws prior to the device¿s insertion/removal through the trocar. No clip manually removed as a loaded clip, leaving the feeder exposed. Intervention: device replacement patient status: patient is good.

Event description:
Procedure performed: cholecistectomy. Event description: the doctor was preparing to seal the vessels, but the clips wouldn't come out. After pulling the trigger a couple of times, the clips would fall out. Then one would come out correctly, and then again, no clips would come out. The doctor was preparing to seal the vessels. They changed the device by opening a new one. Additional information received from applied medical rep. Via email on 24mar25: kit lot number: 1542656. The issue initially observed when a subsequent clip was loaded. It occurred again. Some did properly seat into the jaws, others fell or didn't stay in place. No pressure applied to the trigger while moving through the trocar. No clip was loaded into the jaws prior to the device¿s insertion/removal through the trocar. No clip manually removed as a loaded clip, leaving the feeder exposed. Intervention: device replacement. Patient status: patient is good.

Manufacturer narrative:
The event unit return to applied medical for evaluation. Functional testing was performed on the returned unit, which confirmed the complainant¿s experience of clips not loading into jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correction to h6. Component code.